Event description:
Information was received from a manufacturer representative regarding an out of box pump. The pump was interrogated prior to implanting it and a pending alarm was identified. The pump logs showed a motor stall occurred on (B)(6) 2016. On (B)(6) 2016, a tube set message occurred and the next day the motor stall recovered. A different pump was implanted. There was no patient involvement.